Manufacturer narrative:
With guidance from the MDR policy branch of the FDA, MDR reported by stryker (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of assets from (B)(4). The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014.  Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned.  If additional information becomes available it will be provided on a supplemental report. The device is not available to stryker.

Event description:
Star reop to correct ankle impingement. Osteophytes found on the tibia and talus. Poly exchanged.

Event description:
Star reop to correct ankle impingement. Osteophytes found on the tibia and talus. Poly exchanged.